Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device inside a plastic bag. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. In addition, the customer provided three photos for review. Image 1 provided by the customer is that of an ace instrument where the batch number can be seen to be p93f7k. Image 2 provided by the customer is that of the distal end of an ace instrument where the blade and tissue pad interface can be seen. Finally, image 3 provided by the customer is of a an ace instrument in the blister packaging. From the images provided, root cause cannot be concluded. Then during functional testing of the device on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a "tighten assembly" alert screen was displayed by the generator. Changed to another device to complete the procedure. There was no report on patient injury.